Event description:
The patient had responded well to a 50mcg test dose of lioresal and was implanted with a synchromed el pump approximately 7 weeks ago. "A post - titration dosage of 150mcg/day yielded an ashworth score of 1 for approximately 4 weeks. Thereafter gradual increases in muscle tone and spasms were not controlled by escalating dosages up to 300 mcg/day. During a cap aspiration 2 weeks ago, there was reportedly a good csf return. Refill volume versus programmer residual volume is correct." The hcp attempted a 50-75 mcg bolus via the pump without any effect. The patient is scheduled to come in for an exploration and possible revision. A follow up report will be sent when additional information is received.